Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vein. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.